Event description:
(B)(4)- the end of the shroud is rubbing the tire. Dealer alleges that this issue has been going on since day 1 of delivery of the chair. He thought he fixed the problem but did not last.